Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 1627487-2020-02351. It was reported that post procedure follow up, patient experienced ineffective stimulation due to the lead placement being short of its target. The patient underwent a revision procedure on (B)(6) 2020 wherein, under fluoroscopy the lead was pushed into the targeted area. The lead was connected to the implantable pulse generator was connected and patient received effective therapy. There were no complications during the procedure. Patient was stable.